Manufacturer narrative:
Although requested, the arm has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their arm unit would not stay powered on despite the battery being fully charged. They reported that this did not occur during patient use.